Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history record review was completed and all inspections passed with no non-conformances.

Event description:
It was reported that the hemtom10 has been generating intermittent and fluctuating sto2 values. The issue has been with the a1 l values. The a2 r value stayed steady from 88 89 during a case. When there is a value the a1 l value fluctuated between 65 to 88 changing every few seconds. After a few minutes of displayed values the a1 l suddenly stops generating values. After several minutes the cycle starts again. This was during use. There is no patient injury. Patient demographics were requested but unavailable. A hem1 hemfsm10 and foresight sensor will also be sent in separate mdrs.

Manufacturer narrative:
One hemisphere tissue oximetry module was returned for evaluation. They connected the module to a known working system and began monitoring using sto2 simulators. They were able to use both the a and b ports with no issues. They ran each port for 30 minutes. The sto2 readings were accurate and remained steady. There was no defect found.

Manufacturer narrative:
Please refer to these submission numbers: 2015691-2022-07154 for the hemfsm10, 2015691-2022-07156 for the hemtom10, 2015691-2022-07152 for the hem1, and 2015691-2022-07153 for the foresight sensor.